Event description:
Note: this report pertains to the first of four devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-3967, 3005099803-2008-3968, 3005099803-2008-3970 for a description of the other three devices. It was reported to boston scientific that the basket could not close around the stone and seems to have problems in the white handle of the product. It seems that the device is not working properly. Four devices from same lot were opened and deployed and the same situation occurred within same procedure. Once the stone is captured, the device will not close around the stone in order to withdraw the stone in the basket and out of the patient. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual and functional evaluation was performed and found the basket of the device is deformed. The drive wire is bent 19 cm from the basket. The sheath is also slightly buckled at this same location. The cause of the failure of the device to function is the buckled sheath and kinked drive wire. A review of the device history record revealed no anomalies that could be associated with this incident.